Event description:
Event description guidant received information that the patient with this pacemaker has died. The patient presented to the ER with a rate of 35ppm due to loss of capture. The patient had a pacemaker check by phone a few days prior and the magnet rate indicated a good battery. There was no magnet rate in the ER. During the changeout, there were high thresholds and a loss of capture. The patient went into ventricular fibrillation, could not be defibrillated, and died on the table. Later it was found that the patients potassium was elevated and this is what was causing the loss of capture. After explant, a guidant representative was able to interrogate the device. The battery was good. The device has been returned for analysis.